Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 530mg/dl and the customer treated with insulin. Customer declined to troubleshoot as they indicated that the reason for the high blood glucose was that the tubing was detached from their body while sleeping. Customer wanted to document the incident only. No further details given.